Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultralink meter displays "error 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the issue began on (B) (6), 2010 at approximately 7:30pm - 7:45pm. As part of his diabetes management, the pt indicated he is on an insulin pump. However, the pt denied making any adjustments to his insulin as a result of the alleged issue. Roughly five minutes after alleged issue occurred, the pt claimed he felt anxious. The pt denied receiving any medical intervention as a result of the reported issue. At the time of troubleshooting, the cca verified that the pt followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were sent to the pt. There is no indication that the product caused or contributed to a serious injury. The pt did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.